Manufacturer narrative:
Device passed self test and displacement test. No unexpected hardware low level failures error noted during testing however, hardware low level failures error confirmed in the downloaded history file due to broken pin trace at on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failures alarm. The customer's blood glucose level was 150 mg/dl. The customer was unable able to clear the alarm but able to rewind the insulin pump. Troubleshooting was performed and the customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for the analysis.